Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, the connector portion of a lead measuring 21.0 cm was returned in one piece. Visual examination found an external insulation abrasion breaching the outer lumen. The cause was consistent with friction to the device can.